Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the screw of right ventricular (rv) lead had difficulties being inserted into the header of the device. The lead was revised and repositioned to resolve the event and the patient was stable.